Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full a nalysis.

Event description:
An implantable cardioverter defibrillator (ICD)  system was returned from a funeral home. Information identified in the paperwork indicated that the patient died approximately ten months post implant of the ICD system. The cause of death per the death certificate was respiratory failure, cerebral brain hemorrhage, endocarditis and dilated nonischemic cardiomyopathy. The source of the endocarditis was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts for additional information were unsuccessful. (B)(4).